Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and the reported condition that the knob of the device was broken was confirmed. The device was visually inspected, and it was found that the device failed visual inspection due to a loose knob and damaged electrical ports. During the assessment of the device, it was found that the turn knob of the device was loose. Due to the loose turn knob a saw blade could not be secured to the device and other test steps could not be performed. Furthermore, it was found that the electrical contacts were damaged, the trigger was not moving smoothly, and the mode switch resistance was found to be too high. It was further determined that the device failed pretest for general condition, check quick coupling for saw blades, mode-switch test, and check for sticky trigger. The assignable root cause of the found failures was determined to be traced to component failure due to wear. The assignable root cause the loose turn knob is due to a design error and is covered under a CAPA.

Event description:
It was reported that the knob of the battery oscillator device was broken. During in-house engineering evaluation it was determined that moving parts of the trigger of the device did not move smoothly. This event did not occur during surgery. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2025. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.